Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 15.67mm x 4.80 mm was found to be broken off. The broken piece was not returned with the instrument. The instrument was found to have a broken conductor wire fbf broken inside the yaw pulley within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint regarding broken distal tip was confirmed by failure analysis

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, inspection identified unspecified damage on the distal end of the force bipolar instrument. The user completed the planned procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: not while in use on patient, the ends of bipolar would not come together during testing prior to use on the patient. There were no reports of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient demographic was not provided.